Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The patient sample initially generated a positive result for influenza a & b upon testing on a liat analyzer. The same sample was retested on a different platform and generated a negative influenza a & b result. Only the negative result was reported and no harm was alleged. An investigation has been initiated and is ongoing.

Manufacturer narrative:
A customer from united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4).

Manufacturer narrative:
Other relevant history to include additional information received regarding patient's health at the time of the test. The patient was exhibiting symptoms of a cold at the time of testing. Data was provided, however it did not include the alleged sample. A limited reagent investigation was performed, as the tube lot is unknown. As two targets were detected, and co-infection is unlikely, it is possible that the alleged run experienced disturbances in the amplification curve. No product problem was identified. Per investigation, other potential causes for discrepant results could include: low titer sample: results for samples with titers near the limit of detection for a given test will waiver between positive and negative. In this case, the sample was retested on a different platform, which could also potentially give discrepant results, due to differences in method sensitivities. Mutation: different platform tests target different regions of the viral dna. Mutation in the target region could result in the target not being detected. Contamination or non-specific amplification: cross-contamination during sample prep could introduce the targets into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target.